Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope distal end cover had a burn (with signs of scorching at the metal tip). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a high-energy device (such as a high-frequency device) was used without maintaining a sufficient distance from the tip should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.